Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23dec2020.

Event description:
The customer reported an alarm light emitting diode (led) failure during testing. There was no patient involvement. The customer confirmed the alarm led failure was present in the error log. The engineer determined the front bezel needed to be replaced. The engineer replaced the front bezel and the issue was resolved.